Manufacturer narrative:
Submit date: 5/5/2017.

Event description:
The customer states that there is no buzzer even when volume is adjusted to maximum settings.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿no audible alarm¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.